Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient was checked in a pacemaker clinic with good measurements and no issues noted. Once the patient left the clinic they became dizzy and experienced syncope. The patient was brought back in and an electrocardiogram noted intermittent loss of capture on the right ventricular (rv) channel. Another interrogation revealed increased rv lead threshold measurements of 2.3 volts. The thresholds were taken again and had decreased to 1.9 volts. The patient was brought in for an echocardiogram where their ejection fraction was found to be at 30 percent, thus the physician upgraded the patient to a cardiac resynchronization therapy defibrillator (crt-d). During the procedure the rv lead was viewed under fluoroscopy and no cause of the intermittent loss of capture was able to be identified and there was no signs of any lead damage. The lead was surgically abandoned and a new defibrillation lead was implanted. The pacemaker was also explanted during the upgrade procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.